Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red, itching, a burning sensation with oozing present. The patient reported having a similar irritation in the past. There was no alleged device malfunction contributing to the irritation. Support services provided extra garments to help with laundering. The patient's doctor diagnosed the irritation as a fungus and prescribed zinc ointment. The irritation improved.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as red, itching, a burning sensation with oozing present. The patient reported having a similar irritation in the past. There was no alleged device malfunction contributing to the irritation. Support services provided extra garments to help with laundering. The patient's doctor diagnosed the irritation as a fungus and prescribed zinc ointment. The irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.